Manufacturer narrative:
As reported, during the use of a 5f exoseal vascular closure device, the indicator window failed to change from ¿black and white¿ to ¿black and black.¿ the operator reported that the indicator guidewire was not responsive. Hemostasis was achieved via manual compression. There was no reported patient injury. The intended procedure was a cerebral angiography for which a retrograde approach was used. No visible device or packaging damage was observed prior to use. Angiographic verification confirmed the suitability of the femoral artery, including proper insertion angle (30¿45 degrees) and vessel diameter = 5 mm. There were no signs of calcium, plaque, stents, significant stenosis, previous closures, hematomas, arteriovenous fistulas, or pseudoaneurysms at the puncture site. There was no difficulty connecting the vascular sheath introducer to the exoseal vcd. The indicator wire cowling locked properly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The device and introducer were retracted together until bleeding slowed or stopped. The physician kept their thumb on the plug deployment button during retraction, and no red color was seen in the indicator window. Upon removal, the indicator wire loop was visible and normal. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a 5f non-cordis catheter sheath introducer was returned for this evaluation, inserted on the unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition and the device was fully deployed. The exact cause of the reported condition could not be conclusively determined because the condition of the returned device did not match the reported event, having been received with the window in black/white/red position and the indicator wire retracted. Based on the information available for review and product analysis, possible user related factors (use error) may have attributed to issue experienced as it was reported that the physician kept their thumb on the deployment button during retraction. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the limited information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
As reported, during the use of a 5f exoseal vascular closure device, the indicator window failed to change from ¿black and white¿ to ¿black and black.¿ the operator reported that the indicator guidewire was not responsive. Hemostasis was achieved via manual compression. There was no reported patient injury. The intended procedure was a cerebral angiography for which a retrograde approach was used. No visible device or packaging damage was observed prior to use. Angiographic verification confirmed the suitability of the femoral artery, including proper insertion angle (30¿45 degrees) and vessel diameter =5 mm. There were no signs of calcium, plaque, stents, significant stenosis, previous closures, hematomas, arteriovenous fistulas, or pseudoaneurysms at the puncture site. There was no difficulty connecting the vascular sheath introducer to the exoseal vcd. The indicator wire cowling locked properly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The device and introducer were retracted together until bleeding slowed or stopped. The physician kept their thumb on the plug deployment button during retraction, and no red color was seen in the indicator window. Upon removal, the indicator wire loop was visible and normal. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18460366 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, user-related factors (use error) such as the physician resting a thumb on the deployment lever during the retraction step may have contributed to the reported no change to indicator experienced. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿while holding the exoseal in the right hand, making sure the thumb is not placed on the plug deployment button, continue to retract the exoseal very slowly until the graphic pattern in the indicator window changed to solid black. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the use of a 5f exoseal vascular closure device, the indicator window failed to change from ¿black and white¿ to ¿black and black.¿ the operator reported that the indicator guidewire was not responsive. Hemostasis was achieved via manual compression. There was no reported patient injury. The intended procedure was a cerebral angiography for which a retrograde approach was used. No visible device or packaging damage was observed prior to use. Angiographic verification confirmed the suitability of the femoral artery, including proper insertion angle (30¿45 degrees) and vessel diameter =5 mm. There were no signs of calcium, plaque, stents, significant stenosis, previous closures, hematomas, arteriovenous fistulas, or pseudoaneurysms at the puncture site. There was no difficulty connecting the vascular sheath introducer to the exoseal vcd. The indicator wire cowling locked properly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The device and introducer were retracted together until bleeding slowed or stopped. The physician kept their thumb on the plug deployment button during retraction, and no red color was seen in the indicator window. Upon removal, the indicator wire loop was visible and normal. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.